Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular lead output was reprogrammed to address the high threshold.

Manufacturer narrative:
Concomitant medical product: 1688tc x2 leads, implanted: (B)(6) 2005, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold. It was also reported that during an in-office interrogation, a pause by the cardiac resynchronization therapy pacemaker (crt-p) was noted and recorded. The performance data was reviewed and appeared to be loss of telemetry because the pacing beats were unaffected, the patient was asymptomatic, and the episode could not be reproduced with isometrics. The lead and device remain in use. No patient complications have been reported as a result of this event.